Manufacturer narrative:
The hill-rom technician found missing mounting hardware for the siderail brackets and the siderail latch mechanism contaminated with sticky residue causing the latch to stick in open position. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned siderail latch mechanism and replaced the missing side rail mounting hardware to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that both intermediate side rails are loose and will not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).